Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex (tm)) balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The ruptured balloon was removed from the patient without issue. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.